Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump had cracked battery tube threads, cracked case at the battery tube side and cracked case at the corner of the belt clip rail. The insulin pump passed the displacement test. The insulin pump had missing/partial display due to moisture damage on the electronic assembly. The motor had moisture damage.

Event description:
It was reported that the insulin pump was damaged from belt clip rail to battery compartment. The customer¿s blood glucose level was 13.2 mmol/l. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.